Event description:
I have had 3 dexcom g7 sensors fail in a row. I have had this issue, plus the filament not penetrating my arm for months, but its disheartening that this happened 3 times in a row. I had a "brief sensor error' message for 4 days, and then it finally told me "sensor failed". The lot number for the most recent one is 1825129003. I am not sure if the other 2 were from the same lot, but it is likely. Health code: 4582. Device code: 2588. Reference reports: mw5175612 and mw5175613.